Event description:
Customer received a blood glucose result of 88mg/dl. The customer felt sick and laid down. The customers family found the customer "out of it" and called paramedics at 3 or 4 pm. The customer was hospitalized and is unsure of treatment. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.